Event description:
Complaint was reported as: the clinician reports that the cuff on the endotracheal tube will not deflate. No pt injury or complications reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.